Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging error 5 meter issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient¿s meter has been returned on 4/15/2015 and evaluated by lifescan product analysis on 4/20/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 bent. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.